Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings- 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. H6: investigation conclusion- 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One 6 fr angio-seal vip was returned for product evaluation. The returned device included the arteriotomy locator, hemostasis sheath and carrier tube assembly. The carrier tube assembly and the hemostasis sheath were mated, and the carrier tube was in rear lock position with color bands exposed. Visual inspection revealed no deformation or damage on the sheath and the anchor was seen inside the sheath. Functional testing was performed on the device. The locking mechanism was reset to forward lock using tweezers. The anchor was observed to have fully exposed from the sheath. The device cap was pulled back to rear lock position and the anchor was seen to have become posted on the sheath tip. The anchor was held in place while the carrier tube assembly was pulled. The collagen and tamping tube were exposed from the tip of the hemostasis sheath. No functional anomalies were observed. The complaint could be confirmed for non-deployment pullout. Based on the returned device, the likely root causes for this issue may be the user not placing the device in the full forward lock position or an obstruction to the anchor posting to the distal tip. The DHR was unable to be reviewed since the lot number was not provided.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that there was no anchor upon deployment of the angio-seal device.